Manufacturer narrative:
Investigation conclusion: the reported issue that the devices had dim segments on the led display was confirmed on 19 out of 20 of the returned lvp display board assemblies. The returned display board assemblies were tested using a lvp mockup test fixture (B)(4) attached to a cad pcu. 19 out of 20 of the boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 1 out of 20 of the boards could not be tested due to a channel error noted below. When testing pcb s/n (B)(4), channel error 210.6041 was displayed after powering on the cad pcu attached to the test fixture. This channel error indicates a display failure due to a defective display. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement. Device inspection: the customer returned 20 lvp display board assemblies p/n tc 10004754 in individual esd bags with a serial number written on each bag suspected to be the lvp from which it was removed. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 08aug2016. A review of the device history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has been previously returned one time for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had dim segment on the led display. There was no patient involvement per customer.